Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain associated to urethral erosion at the cuff site, which led to the explant of this component. It is believed that the erosion is a side effect associated with long term use of corticosteroids. The remainder of the aus system is still implanted. There were no additional patient complications reported.